Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 05:09:46. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.